Event description:
It was reported that this inflatable penile prosthesis stopped working as the patient could not inflate the device properly due to an aneurysm in the left cylinder. A surgical procedure was performed, during which it was noted that the left cylinder silicone had torn, resulting in fluid loss. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis stopped working as the patient could not inflate the device properly due to an aneurysm in the left cylinder. A surgical procedure was performed, during which it was noted that the left cylinder silicone had torn, resulting in fluid loss. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination of the first cylinder revealed that its inner tube was detached, confirming the reported clinical observation of a torn cylinder. This tear was consistent with sharp instrument damage. The tubing was worn to the filament and there was wear at a fold in the middle and proximal end of the cylinder body. In addition, the first cylinder had broken fabric threads from wear in its middle. The outer tube was also detached in the middle of the cylinder body. The cylinder did not pass the leak testing. During microscopic inspection of the second cylinder, it was noted that its tubing was worn to the filament and the cylinder had wear at a fold in the middle and proximal end of its body. The cylinder did not pass leak testing. The pump was microscopically and functionally inspected and tested for leaks. Visual evaluation identified that the tubing was worn to the filament. The pump passed functional and leakage tests. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed wear at a fold in its shell. The tubing had been trimmed down to the adapter strain relief junction and was not returned. No leaks were identified in the reservoir. Testing could not be conducted to confirm a cylinder aneurysm due to the cylinder holes. The cylinder issues identified during analysis could have caused or contributed to the reported clinical observations of inflation difficulty and fluid loss.